Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to fracture resulting in noise. A different model lead was successfully implanted. No additional adverse patient effects were reported. Return of the product is not expected. If the product is returned, analysis will be performed and this report will be updated at that time.